Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and an escalation response was provided. The user stated that their eversense device was consistently reading approximately 40 mg/dl lower than actual blood glucose levels due to calibrations performed with a faulty blood glucose meter. After switching to a new, accurate meter, the user continued to experience inaccurate readings. The case was further escalated, and the user was guided to re-link their sensor, which reset the system to the initialization phase. Following this, the user successfully re-linked the sensor and was advised to monitor for any further issues, which resolved the problem.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 61.